Event description:
It was reported the patient had no change in spasticity since initial implant. A catheter access port (cap) procedure, x-rays and rotor test were performed and all seemed 'ok'. The healthcare professional (hcp) decided to replace the catheter. This resulted in no change to the patient. After the catheter replacement, the hcp attempted a bolus through the pump (50 microgram) and there was no change. The hcp then tried a 75 microgram bolus through a lumbar puncture directly into the cerebrospinal fluid (csf) and got good results on spasticity. A rotor test was performed just before the replacement in the operating room and the rotor moved 40 degrees. The hcp decided to replace the pump and the catheter. The patient was programmed at basal rate and 2 boluses/day (morning and afternoon) and there seemed to be a "good reaction." It was noted the drug reservoir was correct any time the hcp made a refill. There were no abnormalities noted in the pump logs. The pump was used to deliver baclofen.

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found no anomalies. Analysis of the catheter (unknown lot #) found the catheter body was torn, broken or melted at/after explant and it did not affect infusion.

Manufacturer narrative:
Updated with information from regulatory report #; 3007566237-2014-03585 all information pertaining to this event has been added to this file. Information merged from rr# 3007566237-2014-03585. All new information will be reported under this regulatory report.

Event description:
It was reported a week after initial implant, there was no reaction on spasticity despite increases in daily dose. The healthcare professional (hcp) performed a catheter access port (cap)/catheter check using x-ray and a rotor test. Results were normal. The hcp decided to replace the catheter with a new catheter. The hcp attempted increasing the daily dose. Logs were checked. The reservoir was accurate. They then attempted to give a bolus through the pump; no reaction. A "lc bolus" (lumbar puncture) was performed with a good reaction. A rotor test was 'ok'. The hcp wanted to replace the entire system. After the replacement, there was no change and the dose was increased, again. The patient was also given 2 higher boluses/day. This resulted in a 'slight reaction on the patient spasticity'. It was noted the patient would need more programming. The pump was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report. Additional information received reported updated product identification information. The patient was "perfect now" and was getting 300 microgram/day with flex mode with 2 boluses a day. They thought the problem was only a matter of dosing and nothing else.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, product type catheter; product ID neu_unknown _cath, serial # unknown, explanted: (B)(6) 2014, product type catheter. (B)(4).